Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow up report.

Event description:
It ws reported that there was an incident with patient injury during a treatment on (B)(6) 2024. According to initial information, the incident occurred during the induction of anesthesia.

Manufacturer narrative:
For the investigation the provided logfile was analysed. It was found that during the initial self test the device detected and alarmed a leakage. According to the corresponding error code in the log file the leakage was located at the o2 sensor port or in the breathing system. As the self test was repeated after 15 min without a deviation, it seems plausible that the user was able to remove the leakage. During the following manual ventilation the device detected and alarmed for "apnoe (flow)". The device was switched over to automatic ventilation, however it was not possible to maintain sufficient ventilation. Only 35 ml were detected at the inspiratory flow sensor when vt was set to 500 ml. According to specification alarms were generated "tidal volume not achieved", "minute volume low" and "breathing system failure¿. Origin of this leakage was again at the o2 sensor port or in the breathing system. Short time after this the device detected and alarmed pressure peaks (ppeak at 41 mbar / pmax set = 30mbar). It is likely this was caused by external activities or patient activities, as the leakage was still present. It was concluded that the device detected a leakage and issued the adequate alarms. The issue occured on (B)(6) 2024, it was not possible to determine the exact root cause more precisely afterwards.

Event description:
It ws reported that there was an incident with patient injury during a treatment on (B)(6) 2024. According to initial information, the incident occurred during the induction of anesthesia.